Manufacturer narrative:
Customer report was not confirmed. Rec'd (1) incomplete single dpt kit. Pressure tubings were not returned. IV tubing was cut and IV drip chamber was missing. Dpt zeroed and sensed pressure accurately. Pressure readings were stable during testing. Electrical testing showed that both input impedance (2347 ohms) and output impedance (301 ohms) met specifications. No visible defect was found at dpt cable connector (cavity #34).

Event description:
Waveform dampened or inaccurate it was reported that there was a dampened waveform. There were no patient complications. Returning one of the devices for evaluation. One device was disposed at the hospital. Send letter to cath lab, supervisor, copy sales rep..